Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and excessive no delivery alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump had a motor error and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer states the display returned. Customer also mentioned that the insulin pump alarmed no delivery alarm. Customer reports event was resolved by changing complete set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.